Event description:
It was reported that during a percutaneous coronary intervention procedure a filter deployed prematurely. The intended location for treatment was the vena cava. The physician placed an unspecified guide wire, the greenfield otw filter was introduced and it was noted to be partially deployed. The filter was removed and the tip appeared to be frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure a filter deployed prematurely. The intended location for treatment was the vena cava. The physician placed an unspecified guide wire, the greenfield otw filter was introduced and it was noted to be partially deployed. The filter was removed and the tip appeared to be frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device revealed that an introducer catheter, filter, rotovalve sheath and green dilator were returned. Introducer catheter inspection revealed there was no blood present in the flex and no anomaly was observed. On the handle of the introducer catheter the safety sleeve was intact and in the locked position. The filter was returned out of the capsule and was observed to be slightly out of specification. No other anomaly was observed. The rotovalve was inspected and a kink was observed 5mm from the hub. A scratch was observed on the proximal end of the rotovalve sheath near the hub. No other anomaly was observed. The capsule was inspected and a 4mm scratch was observed on the inside of the capsule. No other anomaly was observed. The green dilator was inspected and two scratches were observed towards the proximal end of the dilator. The length of the capsule, the length of the sgf flex, the length of the rotovalve sheath and the 12fr green dilator were all within device specifications. The diameter of the filter found to be out of specification. This was due the filter was returned in a bag and was not protected. The filter height was verified to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).